Event description:
(B)(6) study. It was reported that stroke occurred. Prior to the index procedure, prophylactic antibiotics were administrated and 1 day prior to the procedure aspirin was given. During pre-transseptal puncture, heparin was administered. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device was initially attempted to be deployed, however it was difficult to achieve a stable position/deploy/anchor stability and a full recapture was performed and the device was removed from the patient. The subject underwent successful placement of a 27 mm watchman flx device with a complete laa seal and deployed device diameter of 20 mm. On (B)(6) 2020, 2 days post index procedure, the subject was diagnosed with ischemic stroke. A CT scan of the brain was performed as a diagnostic tool; however, no action was taken to treat this event. On (B)(6) 2020, the subject was discharged and the event was recovering/resolving.